Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received six inappropriate treatments. The device was started up at 08:07:04 on (B)(6) 2023. At 10:33:57, an arrhythmia was detected. ECG shows sinus bradycardia @ 30 bpm with CPR/motion artifact. At 10:34:35, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/cardiac activity. Post shock rhythm was sinus bradycardia @ 30 bpm. At 10:35:03, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 30 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm. At 10:35:30, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 30 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm with CPR/motion artifact. At 10:36:21, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 10:36:53, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm was continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 10:49:24, an arrhythmia was detected. ECG was obscured due to CPR/electrode lead fall off. At 10:49:55, the patient received the fifth inappropriate treatment. Electrode lead fall off contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to electrode lead fall off. The electrode belt was disconnected at 10:50:22 on (B)(6) 2023. At 10:50:29, the patient received the sixth inappropriate treatment. Electrode lead fall off contributed to the false detection. Rhythm at the time of treatment was obscured due to electrode lead fall off. Post shock rhythm is unavailable due to the electrode belt being disconnected.